Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not reproduce the reported phenomenon as a result of a combined investigation. In addition, omsc turned the device on and off 50 times and operated the device continuously for 2 hours, but could not reproduce the reported phenomenon. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported event may have been caused by an unstable connection due to the defective lock on the video connector socket. It may also have been caused by the joints not being sufficiently dried after reprocessing or being connected with foreign material attached. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected by olympus service operation repair center (sorc), but the reported phenomenon was not reproduced. Therefore, the device was returned to omsc for evaluation. Omsc inspected the device and found a defective lock on the video connector socket, a crack in the front panel, and a missing output socket. Also, the reported event could not be reproduced. The user facility requested to confirm the reproduction of the phenomenon in combination with the video scope gif-xp170n and to investigate the cause. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error occurred when using the device in combination with an olympus flex video scope gif-xp170n. The error code was unknown. The user suspected that the video scope gif-xp170n was the cause of the error and used three video scope gif-xp170n alternatives, but in all cases the scope communication error occurred. When the olympus cf series colonoscope was used in combination with the device, the scope communication error did not occur. There was no report of patient injury associated with the event.